Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was kinked, the core image drive shaft was twisted, and the imaging window was torn. Impedance testing showed an electrical open at the distal end of the catheter, between 0 and 10 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 27 nov 2025. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the operator explained that the image was very vague and completely black. No patient complications were reported. However, device analysis revealed that the core image drive shaft was twisted and the imaging window was torn.